Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from germany by the perfusionist that the patient noticed the controller changes from one power port to the other one before batteries are down to 25%. The controller was replaced and the patient is doing fine and tolerated the exchange well. The investigation is in progress.